Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. There was 1 sample (unused, opened) returned with this complaint. The sample had black specs embedded in the plastic shield which would cause inclusion, also illustrated in the photographs provided by the customer. Growth of mold cannot be confirmed. The reported condition of fluid path/needle contamination is confirmed. A specific root cause could not be determined based on the information available for the complaint. The investigation did not identify a systemic issue with the product or process. A corrective and preventive action (CAPA) is not necessary at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported mold or growth inside the needle. The issue was found prior to use.